Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "something seemed wrong" during infusion and the catheter was checked through contrast injection. A leak was detected intravascularly around the 34cm mark. The catheter was then removed. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One single lumen 4 fr nxt groshong catheter was returned for evaluation. An initial visual observation showed the distal portion of the connector was missing. A very small amount of residue was observed within the catheter between the 5 cm and 6 cm depth markers. A small longitudinal split was observed near the 34 cm depth marker. Some tensile weakness was observed in the catheter between the 10 cm and 11 cm depth markers as well as around the split at the 34 cm depth marker. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion, however, a spraying leak emanating from the split near the 34 cm depth marker was also observed during infusion. A microscopic observation revealed the longitudinal split was slightly curved with rough and angled edges that were observed to have a granular surface texture. No additional damage was observed on the inner wall of the catheter, however some dullness of the catheter material was observed on the surface surrounding the split. The granularity and curvature of the split as well as the material dullness and tensile weakness observed in the area surrounding the split are evidence of a burst failure. The product IFU warns: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that something seemed wrong during infusion and the catheter was checked through contrast injection. A leak was detected intravascularly around the 34cm mark. The catheter was then removed.